Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).

Event description:
An event involved a 102" 259 cm appx 8.3 ml ext set bifuse pur standard bore smallbore with clave clear, spiros with red cap, dual check valve, 1.2 micron filter, luer lock where it was reported that during infusion the tubing had leaking filter and impacted to switch out tubing. There was patient involvement, and no harm reported.